Event description:
It was reported customer's daughter was trying to do a set change and the device kept going back to asking if customer was disconnected. Indicated no and it would rewind again. Customer's daughter was assisted. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.